Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No bolus anomaly was noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners, minor scratches on the display window noted and missing the reservoir tube lip o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was not delivering insulin. The customer reported that the upper lip of the reservoir compartment was gone. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.